Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) and another hcp regarding a patient who was receiving as of (B)(6) 2016 when the pump was interrogated per printouts provided morphine 20 mg/ml at 2.401 mg per day via an implantable pump for non-malignant pain. It was reported a patient was "having motor stalls." No cause was identified. The printout, from interrogation that occurred on (B)(6) 2016, provided displayed a motor stall message in the logs on (B)(6) 2016 at 20:08 followed by a recovery on (B)(6) 2016 at 00:41. Further information was received on 05/12/2016. MRI compatibility guidelines were requested that day due to foot MRI that was to be done. In regards to the foot MRI, it was not due to a problem with the device or therapy. The patient had reportedly told the nurse her pump was not working since (B)(6) 2015. In (B)(6) 2015, the pump reservoir reportedly went empty "and the 'band' got stuck on the pump (motor stall questioned) and the pump was not working." The pump was as a result reported to have been turned off in (B)(6) 2016. No patient symptoms were reported. Troubleshooting, additional actions/interventions or resolution was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.